Manufacturer narrative:
Other device used: catalog #440500042, bipolar cocr shell, lot #1613144. Catalog #721026000, total head, neutral neck, lot #60749505. This report will be amended when our investigation is complete.

Event description:
It is reported that the devices were implanted in 2008. The devices were migrating on the following month, and reached the bottom on nine days later. The devices were revised on three months later.